Event description:
Pt experienced hyperglycemia of 400-500 mg/dl and reported the insulin delivery of the infusion device is too low. Pt changed the accessories and delivered insulin through the infusion device to treat hyperglycemia, but this was not successful. Pt was hospitalized on (B)(6) 2011, and a diabetic counselor noticed the infusion device battery was "nearly empty" on (B)(6) 2011. The infusion device did not provide a w2 low battery warning. Diabetic counselor changed the battery and delivered a bolus, and blood glucose decreased to 200 mg/dl. Blood glucose later elevated to 400 mg/dl and a correction bolus was not successful. Pt changed to another infusion device on (B)(6) 2011 using the same basal rates, and blood glucose is now "okay." Pt's normal blood glucose is 100 mg/dl. The infusion device was replaced and requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.